Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2017, it was reported that the patient experienced problems with gastrointestinal bleeding and low hematocrit throughout lvad support. The patient received a heart transplant on (B)(6) 2017. The patient expired in the intensive care unit after the transplant due to coagulopathy. It was reported that the coagulopathy occurred after the heart transplant and there were no device issues associated with the coagulopathy. The perfusionist reported that there were no problems with the lvad. The pump will not be returned. No further information was provided.

Manufacturer narrative:
The explanted device was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.